Event description:
It was reported that when implanting a new right atrial (ra) leadless pacemaker (lp), the new ra device button was pushed before device had been exposed. Programmer then timed out leading to the new device being exposed and recognized as the old ra lp. The new device was able to have settings programmed on it before the discrepancy was noticed. The issue was resolved by turning off the programmer, reinterrogating the system and then adding the new ra lp with correct serial number this time. The device still had the previously programmed settings. Patient had no consequences.

Event description:
New information received noted device had the appropriate settings at the conclusion of the event.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident of interrogation problem could not be conclusively determined.